Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickmen single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, hickmen single-lumen, 6.6f products are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the fourth complaint reported for this lot number and the lot met all release criteria. A device history record review is required. Investigation summary: one tunneler, one syringe, one guidewire in guidewire hoop, two non-coring needles (one straight and one 90 degree), one flushing connector, one cath-lock, one vein pick, and three introducer needles were returned for evaluation. Visual, microscopic visual and functional evaluations were performed on the returned device. The investigation is confirmed for the reported air leak and fracture as cracks were noted on the introducer needle hub and along with leaks. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement in right chest wall through right internal jugular vein, the introducer needle was found leaking air. It was further reported that there was a rupture noted in introducer needle connected the syringe. The procedure was completed using another device. There was no patient contact.

Event description:
It was reported that prior to a port placement in right chest wall through right internal jugular vein, the introducer needle was found with leaking air. It was further reported that there was a rupture noted in the introducer needle connected to the syringe. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickmen single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, hickmen single-lumen, 6.6f products are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the fourth complaint reported for this lot number. A device history record review was performed and the lot met all release criteria. Investigation summary: one tunneler, one syringe, one guidewire in guidewire hoop, two non-coring needles (one straight and one 90 degree), one flushing connector, one cath-lock, one vein pick, and three introducer needles were returned for evaluation. Visual, microscopic visual and functional evaluations were performed on the returned device. The investigation is confirmed for the reported air leak and fracture as cracks were noted on the introducer needle hub and along with leaks. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickmen single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, hickmen single-lumen, 6.6f products are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 09/2022).

Event description:
It was reported that during a port placement, the introducer needle was found leaking air. It was further reported that there was a rupture noted in introducer needle connected the syringe. The procedure was completed using another device. There was no reported patient injury.